Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not available to return for review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a reamer irrigator aspirator procedure on (B)(6) 2014. Within 24 hours of this procedure, she fractured her right femur. On (B)(6) 2014, she underwent a trochanteric fixation nailing procedure to treat the fracture. Both procedures were successfully completed with no surgical delays or patient harm. This report is for one unknown reamer head. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
This report is for one unknown reamer head. (B)(4). It is unknown if the complainant part will be returned for review/investigation. Unknown as there are no part or lot numbers available for this complainant part. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.